Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level ranged from 54 to 210 (mg/dl). During troubleshooting with tandem technical support, it was determined that the occlusion was located within the cartridge. The customer changed the cartridge to resolve the alarm.